Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) could not be conducted.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number, are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.